Event description:
"During a surgical procedure, a clip was dropped from the jaws of the clip applier into the surgical field. It ws successfully retrieved. There was no pt injury or alteration of the surgical procedure."